Event description:
It was reported that during an endoscopic retrograde biliary drainage (erbd) procedure, deployment difficulties were encountered and a shaft break occurred. The lesion was located in the common bile duct (cbd). The 8.5fr/7cm flexima biliary stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, the inner catheter was unable to be retracted and the proximal portion of the catheter, which remained exterior to the patient, "broke off". The stent was able to be deployed successfully following the catheter break to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".